Event description:
This reported event is related to an event reported under medwatch report # 2249723-2021-02338 with regard to another safety disks that failed the membrane test.

Manufacturer narrative:
The investigation findings for the safety disk for this complaint was previously reported in mfg report number 2249723-2021-02338 which was in relation to the related reported event under medwatch report # 2249723-2021-02341. The investigation findings for this reported event is as follows: the national repair center (nrc) inspected the safety disk, drive side per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the disk to factory specifications per procedure. The membrane differential test results read 9mmhg, the factory specification is 6mmhg. The nrc verified the failure of the disk failing the membrane leak test. The disk failed testing. The nrc sent the safety disk to the cardiosave production department for failure analysis. The safety disk, drive side was returned to the nrc following the production department's evaluation. The production department verified the failure of the safety disk failing the membrane differential pressure leak test with a result of 8mmhg, the factory specification is +- 6 mmhg. The disk failed testing. The safety disk will be retained at the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code- (B)(6)). It was reported that the intra-aortic balloon pump (iabp) safety disks failed the membrane test. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported. Iabp had safety disk oob failure. Inspection of the safety disk, drive side was completed per the cardiosave service manual with no visual damage observed. Inspection of the safety disk, drive side was completed per the cardiosave service manual part number 0070-00-0639 revision n, with no visual damage observed. The national repair center installed the safety disk into the cardiosave test fixture and tested the disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The membrane differential test results read 9mmhg, the factory specification is 6mmhg. The nrc verified the failure of the disk failing the membrane leak test. The disk failed testing. Sending the safety disk to the cardiosave production department for failure analysis per procedure number 0002-07-d008 revision af. The national repair center received the safety disk, drive side part number 0202-00-0140 from the production dept. Production verified the failure of the safety disk failing the membrane differential pressure leak test with a result of 8mmhg, the factory specification is +- 6 mmhg. The disk failed testing. Retaining the disk in the nrc per procedure number 0002-07-d008 revision af. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) safety disks failed the membrane test. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.